Event description:
A surgeon reports a pt complained of blurred vision following intraocular lens implant surgery. Postoperative bcva was 20/50. The pt stated she could see a horizontal linear haze with a spot like bleb above the haze. A lens exchange was performed in 2006. The replacement lens was the same model, but a different diopter. The pt expressed improvement at one day postop. Add'l info has been requested.